Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident. Customer states the insulin exited and pump alarmed insulin flow blocked. Customer was able to remove set at this time to test site portion of infusion. Customer treated with manual injection. Troubleshooting was performed. The product will not be returned for analysis.